Event description:
A report was received that the pt was scheduled for ipg revision. The physician noticed that the pt's ipg pocket site was fully infected and the physician decided to explant the pt's ipg and leads. The ipg was working properly. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned to bsn for eval as they were discarded by the medical facility. A review of manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.